Event description:
Boston scientific crm received information that this pacemaker had declared end of life. Due to the battery depletion the patient experienced syncopal episodes. Upon interrogation of the device, increased thresholds were noted. A replacement procedure was performed; the device was removed, replaced with a competitor product and returned for analysis. After the replacement, the thresholds decreased to the previous values.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device noted no irregularities. Visual and mechanical inspection of all four set screws and both lead barrels noted no irregularities. All set screws were found to move normally and completely in both clockwise and counter clockwise directions. All seal plugs were found to be undamaged, with no holes noted. Analysis of the device memory noted no resets in the reset counter. The impedance measurements stored in the daily measurements data table were normal and consistent. A slightly higher ventricular lead impedance was noted on (B)(6) 2010 at 1490 ohms in the daily measurement data table. The device did not declare ert or eol prior to explant. The device was subjected to and passed all automated electrical testing, which confirmed proper operation of the pacing and sensing functions of the device. An is-1 lead was fully inserted into each lead barrel, and all four set screws were fully tightened to the leads. The leads were connected to 500 ohm loads. Output of the device was monitored as well as electrograms. The case of the device was tapped upon and the lead was manipulated where it enters the lead barrel. The device continued to pace and sense normally at the programmed lower rate limit. No pauses in pacing or sensed events were noted. The elegrams appeared normal during all testing and analysis. No inappropriate noise was noted at any time. Analysis has concluded that the device meets specifications and was operating normally throughout the time of implant.